Manufacturer narrative:
The analyzer was calibrated using reagent lot 499015 that has an unknown expiration date. An investigation determined that there was a sample clot alarm on 23-aug-2021 at 14:40:32. A field service engineer (fse) cleaned the sample probe and no further issue was observed. This issue would be consistent with improper operator maintenance.

Event description:
There was a complaint of discrepant ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz (ggt) results for one patient tested with two cobas 8000 c702 modules. The discrepant results were not reported outside the laboratory. Patient 1¿s initial result was 3.0 u/l on cobas a module; the repeat was 25.0 u/l on cobas b module.